Event description:
It was reported during in clinic follow up that the patient presented with dizziness. The right ventricular lead exhibited loss of capture and intermittent pacing. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable.